Event description:
It was reported the patient had stimulation in the wrong location. The patient had stimulation in unwanted areas; the leads were at a level that gave belly stimulation. Impedance testing and x-rays were performed. A lead revision was done. The leads were moved down approximately 1-1.5 vertebral levels. The patient reported excellent coverage on the table for both leads and was happy with result intra-op. The issue was resolved.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).